Event description:
It was reported that an intermate had particulate matter within the bladder. This malfunction was identified during the filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the lot was manufactured from february 14, 2014 to february 18, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection identified white particles, between 2.00 to 5.00 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning identified the particles to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.